Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: possible adverse events: potential adverse events that may occur with silicone gel-filled breast implant surgery include:implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Patient reports capsular contracture, baker grade IV. Ultrasound showed several folds in both implants. Device remains implanted. This record is for the left side. See MFR # for right side 9617229-2017-00231.

Event description:
Patient reports capsular contracture, baker grade IV. Ultrasound showed several folds in both implants. Device remains implanted. This record is for the left side. See MFR # for right side 9617229-2017-00231.